Event description:
The patient is a 51 year old patient who had etheron sponge implants placed. She has noted development of fatigue in the last 12 month. On her mammograms there were noted development of multiple calcification. Her implants are hard and uncomfortable. She had a bilateral capsulectomy and removal of the implants. The implants were yelloe in colordevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.